Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported they could only feel the stimulation in the bicycle seat area when they stood and put weight on their left leg, but could not feel it when they take their weight off their leg. The patient reported they were stating to have issues at night as the implant was not working like it was when they first got it and they had tried different programs but were still having the same issue. The patient was to follow up with their healthcare provider (hcp).

Event description:
Additional information received from the patient reported that it was still not working properly. She was back to the same problems she had before implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.